Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿ luer-lok¿ syringe ¿there was an oily substance on the plunger is a special silicone which is normal. Consumer could not see any air space between plunger and syringe and also could not find any moisture inside the syringes, opened to verify.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one photo depicting two plungers from unknown batch number (p/n unknown) was received at bd canaan. The photo was visually evaluated. Silicone which is used in the manufacturing process was observed on the black stoppers of the two plungers. The small amount observed was a normal and expected amount for this product per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch 7317691 (p/n 309649): manufacturing dates: 11/20/2017 to 11/21/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7317691 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.